Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise, resulting in false mode switches. During lead testing exercises, noise was recorded. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).